Manufacturer narrative:
Manufacturer's ref. No.: (B)(4). The customer was contacted by biosense webster field service engineer. The customer did not attribute the patient injury to a malfunction of the generator. The customer declined to return the system for service. The device history review was performed. No manufacturing or service anomalies were noted in the DHR review.

Event description:
Approximately a month and a half following an afib ablation procedure (on (B)(6)2010), it was reported that a patient developed 2 squares of rf skin burns on the back. The skin burns appeared to be the shape of the valley lab pad indifferent electrode shape. During this case, it was noted that the hospital had a power surge and an (unknown) error occurred on the stockert. The stockert was swapped and the case resumed. The current status of the patient was unknown. No permanent damage was reported. Indifferent electrode used was valley lab--single pad (serial # and size were unknown). No other information is available, such as degree of skin burn, medical intervention administered, setting of the rf generator, etc. Were unknown. The customer had continued using the system from the time of incident. The customer declined service.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.concomitant products used during the procedure:carto xp system:model #: m-4700-01;(B)(4).cool flow irrigation pump:model #: m-5491-02;(B)(4).ez steer thermocool navigational 4mm (tc) catheter.(product discarded/ not returned for investigation).model #: d-1292-05-s;lot #.: unknown.preface sheath (quantity: 2. Product discarded/ not returned for investigation).model #: 301803m;lot #.: unknown.lasso variable catheter (product discarded/ not returned for investigation).model #: d-1237-01-s;lot #.: unknown .webster decapolar - deflectable catheter (product discarded/ not returned for investigation).model #: d-1079-216-s;lot #.: unknown .(B)(4).